Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" see scanned table. On (B)(6): samples taken within 2 hours. On (B)(6): 2-3 minutes between each test on the inratio. Therapeutic range: 2-3.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.